Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed leaking buffer syringe, identified by visible condensation and bubbles during priming. The probable cause is determined as a defective buffer syringe case. The fse replaced the buffer syringe case to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for sodium (na) and chloride (cl) on their au480 chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.